Manufacturer narrative:
Section d4: serial number was requested, but no response was received. Manufacturer's investigation conclusion: the reported event, of a damaged power cable lead on the system controller, was inconclusive (not determined) as no product was returned for evaluation. The customer reported that the controller was exchanged due to power cable lead fatigue. Multiple requests for additional event information were sent to the customer. The customer did not provide additional information. No product was returned for evaluation. The power cable lead damage was unable to be confirmed in this investigation. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was requested, but no response was received. Serial number was requested, but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's system controller was exchanged for power cable fatigue.